Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the needle hub fell out of the sensor pedestal. The blood glucose reading was 45 mg/dl. The customer treated with juice and declined troubleshooting for low blood glucose. The customer stated that as soon as the serter touched the sensor and pressure was applied, the needle hub fell off. The customer was advised that the sensor would be replaced.